Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings. Blood glucose was 49 mg/dl and sensor glucose was 211 mg/dl. The low reading was treated with food. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Troubleshooting was completed for sensor issues. The customer will not return the reservoir for analysis.